Manufacturer narrative:
A ge service representative performed an onsite investigation. The cpu was evaluated and identified as requiring replacement. Multiple system components were required in order to complete the cpu upgrade. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of system does not start. The fse determined the cause of the problem to be the single board computer (sbc)/cpu. The fse replaced the sbc/cpu to resolve the issue. As a result of the cpu failure it was necessary to upgrade multiple system pcb's as listed by the fse. The fse verified system functionality. The sbc (single-board computer) that runs the operating system. The sbc provides overall system control and optional surgical navigation interface, operating system for video processing and control, and for image management. Based on age of the system, manufactured in 1999, this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used.